Event description:
It was reported that using a femoral artery access approach during a procedure of the superficial femoral artery (sfa) predilatation of the vessel was performed to accommodate the 5 mm supera stent with a 5 mm balloon at 16 atmosphere (atm). It was noted that the stent was 3/4 released when resistance was met and it could not be deployed. The stent deployed but elongated and ended up stuck within the sheath. When the pressure was released on the pusher it moved backward; the nosecone felt to be stuck. When another attempt was made to deploy the last two cm of the stent resistance was met; the stent was stuck inside the vessel while not being fully deployed. The nosecone was separated from the stent holder but was removed on the guide wire. This was noted when removal of the entire device was attempted to be removed thru the sheath. The hub of the sheath could not be removed. The stent was removed by cutting the hub, however, the sheath distal end was lost in the vessel under the skin resulting in uncontrolled bleeding. A 8fr sheath was introduced knowing that the distal part of the first sheath would be introduced into the vessel lumen.

Event description:
Subsequent cine images were received and reviewed by an abbott specialist which concluded that the images don't reflect what was reported regarding stent study, in sheath, and deployment issues. Images attached of the fully deployed stent in the proximal superficial femoral artery (sfa) look ok. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported deployment issue and tip separation were confirmed. The reported difficult to remove could not be replicated as it was based on operational conditions of the procedure. Based on the reported information and returned device analysis, there is no indication of a product deficiency. A review of job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review revealed no other incidents reported for this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Event description continued: after gaining hemostasis a 10 fr larger sheath was introduced and a 3 x 40 mm balloon was introduced and inflated simultaneously in the cutaway part of the sheath and the 10 fr sheath. The 10 fr sheath, inflated balloon and trapped sheath portion/fragment inside were removed from the anatomy. The procedure was completed using another supera stent and the puncture site was closed with an 8 fr angioseal. The patient was given 1 pint of blood as intervention. There was no reported adverse patient sequela or prolonged hospitalization. The procedure was completed with a good result. No additional information was provided. Concomitant products: sheath: 8f, 10f merid medical; guide wire: cordis 0.018 sv 5. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.